Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-04. H6: investigation summary two mp1000c-0006 sample were received; one without packaging and one in sealed packaging from lot 20065649. The customer feedback indicates the affected sample was also from lot 20016605. No connecting products were received to assist the investigation. Further information provided by the customer indicates that the maxplus had been in use for approximately 3 days prior to the leakage being observed. A visual inspection of the sample received without packaging confirmed the customer's experience as a crack was identified on the female luer of the maxplus component; leakage was observed from the crack. No damage or leakage was identified from the sample received in sealed packaging. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20065649 and 20016605 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that 1 maxplus clr positive displacement conn set each from lots 20016605 and 20065649 had split/cracked connection ends. The following information was provided by the initial reporter: "tpn services nurses have made contact as there have been a number of maxplus bungs that have split/cracked from the connection end. The patients themselves report that tpn was leaking from the bung."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20016605. Medical device expiration date: 2025-01-17. Device manufacture date: 2020-01-16. Medical device lot #: 20065649. Medical device expiration date: 2025-06-05. Device manufacture date: 2020-06-05. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 maxplus clr positive displacement conn set each from lots 20016605 and 20065649 had split/cracked connection ends. The following information was provided by the initial reporter: "tpn services nurses have made contact as there have been a number of maxplus bungs that have split/cracked from the connection end. The patients themselves report that tpn was leaking from the bung."